Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-gard infusion pump with f-27 alarm was confirmed and duplicated during product evaluation. Service determined the cause as a defective safety clamp, but the part is obsolete and the pump was returned unrepaired. It was recommended that the device not be put back into clinical use without being repaired and tested.

Event description:
The facility reported a flo-gard infusion pump with failure code 27. According to the facility, it is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.